Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a stenting procedure to the right renal artery which was moderately calcified and moderately tortuous with 75% stenosis, the stent of the palmaz genesis was confirmed to have moved to proximal side on the balloon. There was no patient injury reported. Initially, the lesion was crossed with a guidewire (chevalier universal 190) and poba was conducted with a balloon catheter (aviator plus). Palmaz genesis (5.0/12 mm) was delivered to the lesion through a guiding catheter (britetip 6f jr4 110). When the palmaz genesis came out from the distal end of the guiding catheter, the mid portion of the stent was on the proximal marker. Therefore, the palmaz genesis was removed from the patient without stent placement. A new palmaz genesis (size 1550) was used and implanted. The procedure was finished successfully after post-dilation. There were no difficulties removing the device from the patient. The product was checked outside the patient, and it was observed that the resistance between the stent and the balloon was very slight and the stent could be moved on the balloon. Negative pressure was applied to the product prior to use (as same as balloon catheter). The physician commented that the product might have been caught while inserting into the sheath introducer. There was no difficulty removing the product from the hoop. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was stored, prepped and inspected per IFU instructions. There was no resistance reported while inserting the device through the sheath or gc. It was not indicated if there was difficulty crossing the lesion. The product will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15520362 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed. However, based on the information available for review, there are vessel characteristics (moderately calcified and moderately tortuous with 75% stenosis) and procedural factors (physician commented that the product might have been caught while inserting into the sheath introducer) that may have contributed to the event reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As reported by an affiliate, during a stenting procedure, the stent of the palmaz genesis was confirmed to be moved to proximal side on the balloon. Therefore, the palmaz genesis was removed from the patient without stent placement, and a new palmaz genesis (size 1550) was used and placed instead. The procedure was finished successfully after post-dilation. There was no patient injury reported. Initially, the lesion was crossed with a guidewire (chevalier universal 190) and poba was conducted with a balloon catheter (aviator plus). Palmaz genesis (5.0/12 mm) was delivered to the lesion through a guiding catheter (britetip 6f jr4 110). When the palmaz genesis came out from the distal end of the guiding catheter, the mid portion of the stent was on the proximal marker. There was no difficulties removing the device from the patient. The product was checked outside the patient, and it was observed that the resistance (rub) between the stent and the balloon was very slight and the stent could be moved on the balloon. Negative pressure was applied to the product prior to use (as same as balloon catheter). The product will not be returned for analysis. The target lesion was the right renal artery. The lesion was moderately calcified and moderately tortuous with 75% stenosis. The physician commented that the product might have been caught while inserting into the sheath introducer. There was no difficulty removing the product from the hoop. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was stored, prepped and inspected per IFU instructions. There was no resistance reported while inserting the device through the sheath or gc. It was not indicated if there was difficulty crossing the lesion.